Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-00447. It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on one lead. It was noted that the patient had a fall. As a result, the lead was explanted and replaced, resolving the issue. It is unknown which lead had the issue, so both leads are being reported.